Event description:
The report co received from the affiliate indicated that the opaque tip of the catheter fell off while inside the pt. The pt then had to be sent to surgery to have the tip of the catheter removed by "cut-down". It was reported that the pt was recovering well so far. Additional pt and procedural information has been requested numerous times, but none has yet to be forthcoming. The product is available for evaluation and testing; however, it has not been received to date.